Event description:
A home pt called in baxter's technical service center for assistance during self-testing. The home pt had already connected himself to the pt line of the homechoice set. Baxter's technical service rep instructed the home pt to discard the set-up and start over with all new supplies. Baxter's technical service repr cautioned the home pt not to connect to the pt line until the pt line has been primed and cycler gives the prompt to connect yourself. No pt injury or medical intervention reported at the time of the incident.